Event description:
It was reported that during surgery of brain aneurysm a lower disk broke off. The doctor used another disk and finalized the operation. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: the expiration date is 04/11/2021 (B)(4). Placeholder.

Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the lower disc is broken, and there are marks on the device. The measurable dimensions of the returned flapfix implant were checked and found to be in compliance with the technical drawings and ao asif specification. We are not able to determine the exact cause which led to the damage. The visible marks are evidence that too much applied force, during surgery, caused the separation of the lower disc from the system. No manufacturing product fault could be detected.